Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38, indicating a consecutive stalled motor and prompting repeated restarts that did not resolve. The user was advised to discontinue use, and a replacement was arranged while the user reverted to subcutaneous insulin via manual injections. Symptoms included hyperglycemia with blood glucose reported over 400 for approximately one to two hours, without loss of consciousness, dka, or other acute complications, and without ketone testing. Outcomes included temporary interruption of automated insulin delivery and the need for back-up therapy, with no hospitalization or professional medical intervention. Investigation included a review of the reported alarm history, user-reported troubleshooting, and coordination for device replacement and return. Investigation of the returned device revealed a device malfunction consistent with an insulin delivery motor stall within the pump mechanism, resulting in interrupted insulin administration and the need for replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction leading to failure to deliver insulin.